Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent an explant procedure due an unknown reason. The explanted ipg will not be returned. No further information has been obtained despite good faith efforts.